Event description:
It was reported to medtronic neurosurgery that a spinal fluid leak was found in the catheter after surgery.

Manufacturer narrative:
The 1.5 cm of lumbar catheter was returned. The catheter segment was patent; however, it did not pass leak testing due to tear in the silicone. The length of the returned catheter precluded tensile strength and ultimate elongation testing. The instructions for use that accompany the device caution that low tear strength for use that accompany the device caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears. A review of the mfg records showed no anomalies.